Manufacturer narrative:
There was no sample received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the clip applier clips were not closing. They were staying open after squeezing the handle. No extended time or patient consequence, just opened new product.